Event description:
It was reported from neonatal intensive care unit that the pump alarmed infusion complete with unidentified IV medication via buretrol and when it was restored to be refilled with 3 hours worth of IV fluids, it showed that the set rate was changed to 15ml/hour. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from neonatal intensive care unit that the pump alarmed infusion complete with unidentified IV medication via buretrol and when it was restored to be refilled with 3 hours worth of IV fluids, it showed that the set rate was changed to 15ml/hour. Although requested, additional information was not provided.